Manufacturer narrative:
There were no samples submitted with this complaint. The reported condition could not be confirmed. An exact root cause of the reported condition could not be determined without an actual sample to examine. These devices have been tested for biocompatibility per iso (B)(4). Reference study (B)(4). Skin irritation is most likely attributed to individual's skin sensitivity. Based on previous studies, the occurrence of failure it is relatively few failures for skin irritation. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. A root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to the manufacturing awareness. No further corrective action is required at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with gauze. The customer reports the gauze sponges irritated the home patient's skin. The home patient also stated that the telfa dressings were too sticky and pulled off their skin. The home patient stated that the skin around the exit site was very dry and sensitive and the gauze sponges and telfa dressing would snag on some dry skin in that area and pull/rip at the skin. The home patient indicated that ointment was provided by the nurse and the reported problem was resolved, but the name of the ointment is unknown.